Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. This report is related to linked patient identifier cn-(B)(6).

Event description:
It was reported the camera head brightness was too high and and once the brightness was turned down the camera could not focus. The issue occurred during a diagnostic procedure (nasal pharyngoscopy), which was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h3-device evaluated by mfg., this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. The device evaluation also found the image is blurry, flickers, and is too bright due to a faulty cable. Based on the results of the investigation, the most probable cause of the complaint is traced to random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head brightness was too high and once the brightness was turned down the camera could not focus. The issue occurred during a diagnostic procedure (nasal pharyngoscopy), which was completed using a similar device without delay. There were no reports of patient harm.